Manufacturer narrative:
Investigation findings: the bur guard was received for investigation and the reported problem could not be verified. During testing, the bur guard met all temperature requirements; it did not overheat. Further investigation found corrosion like deposits inside the bur guard and bearing. Conmed linvatec will continue to monitor this product for failures. The customer has been provided education on this product.

Event description:
It was reported that this bur guard was in use at the time when the drill made noise, locked up and overheated. Following this event, metal shavings were noted in the surgical site. The shavings were retrieved by irrigation and suction and there was no injury to the patient.